Event description:
It was reported that the receiver was overheating. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An exterior visual inspection was performed and failed due to usb connector damage. Receiver charge and boot tests were performed and passed. Internal visual inspection was performed and failed. The receiver log was not downloaded. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.